Manufacturer narrative:
(B)(4). The events of "severe swelling" and "extended" perioral diffuse edema are physiological complications and analysis of the device generally does not assist allegra in determining a probable cause for this event. Device labeling: adverse events; the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Serious adverse events have infrequently been reported for juvederm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration and pain. The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved with a day to a month. Physician instructions: patients may have mild to moderate injection-site responses, which typically resolve in a few days. If the treated area is swollen immediately after the injection, an ice pack can be applied to the site for a short period.

Event description:
Healthcare professional reported after application of topical numbing cream patient was injected with juvederm ultra xc in the lips. Immediately after injection the patient experienced swelling around the lips, further described as "extended" perioral diffuse edema. Patient was treated with prednisone with "slight improvement". Additional treatment with a "hylenex injection" was considered immediately effective. Symptoms have been reported as resolved.